Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was further reported that the perforation occurred proximal to the target lesion. The perforation was treated with anti-coagulation and balloon inflation.

Event description:
It was reported that during a rotational atherectomy procedure, a vessel perforation occurred. Vascular access was obtained via the femoral artery. The 2.5 x15mm, 90% stenosed lesion was located in the severely tortuous and severely calcified left anterior descending artery. The rotawire floppy guide wire was advanced, however the physician experienced some difficulty in the direction of the guide wire. The 1.5mm rotalink burr was then advanced and utilized for one ablation run for 10 seconds at 165,000 rpms, successfully treating the lesion. Following removal of the burr, the physician noted a perforation of the artery. Per the physician, the burr did not contribute to the perforation. The patient experienced no symptoms due to perforation. Unspecified intervention was performed to treat the perforation. No further patient complications were reported and the patient status is stable.

Manufacturer narrative:
Updated: describe event or problem.(B)(4).